Manufacturer narrative:
The returned device was evaluated and found to have a nonfunctioning blood glucose (bg) meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions test. The bg board was replaced with a new one and this issue was resolved. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while in the hospital it was noticed that the patient's pdm (personal diabetes manager) was having trouble checking her bg levels and that it would take 4-5 tests to get one to read correctly or it would generate a meter error 4 issues.